Manufacturer narrative:
(B)(4). The event occurred on and the ostene was implanted on an unreported date in (B)(6) 2015. (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient started re-bleeding within 1-2 hours after application of ostene. The patient was undergoing a sternotomy surgery. The site of application was not reported. It was reported that 20 minutes after the ostene was applied, the ostene started to dissolve. Additionally, it was reported that the dissolution occurred even faster while the cardiovascular surgeon was performing irrigation. It was reported that the product was not warmed to body temperature and further described as the product was not warmed prior to use and it's condition wasn't different than usual. The amount of blood loss, medical intervention, and the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.